Event description:
It was reported that the safety mechanism was stuck at the bd nexiva¿ closed IV catheter system hub and was difficult to disengage. The following information was provided by the initial reporter: "the stylet was stuck to the hub of the catheter and was extremely difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-apr-2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one needle assembly for a 20g x 1.25in. Nexiva unit from lot number 2346943. The report that the tip shield was difficult to remove from the catheter adapter was confirmed and the cause appeared to be manufacturing related. It appeared that the needle punched material from the orifice of the tip shield and pushed it into the path of the v-clip, which prevented full release from the catheter adapter. Based on the location of the damage, this most likely originated during the manufacturing process due to misalignment while inserting the cannula into the grip and tip shield. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. Preventative maintenance (pm) is also performed periodically to ensure proper functioning of the equipment. Pm records were verified to be up to date during production of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism was stuck at the bd nexiva¿ closed IV catheter system hub and was difficult to disengage. The following information was provided by the initial reporter: "the stylet was stuck to the hub of the catheter and was extremely difficult to remove."